Manufacturer narrative:
Investigation of the reagent kit lots did not identify any product issue.(B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this mdra customer alleged a false positive for the sars-cov-2-target generated during run #963 with the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Although the alleged false positive result was not confirmed by other systems and serology testing result was negative after some weeks. No retest performed and no harm alleged. Investigation of the reagent kit lots did not identify any product issue.